Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a low glucose readings and sensor error message issue with their adc device. The customer received readings that were "over 40 points low" and subsequently received a "replace sensor" error message. Adc customer service successfully contacted the customer to gain additional details regarding this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.